Event description:
Additional information was received indicates that there was not infection at the burr hole caps and/or the ipg. Reportedly, the infection was an extracranial infection and was located behind the right ear.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2021-14954, related manufacturer reference number: 1627487-2021-14955, related manufacturer reference number: 1627487-2021-14957, related manufacturer reference number: 1627487-2021-14958. It was reported that the patient experienced infection. As such, surgical intervention took place on an unknown date wherein the entire system was explanted to address the issue.